Event description:
Attempted to use novasure device for endometrial ablation but unable to assess cavity size. Device was troubleshooted, reconnected, the co2 canister was changed, and finally the handpiece was changed and assessment was achieved. Disposable handpiece was non-functioning.